Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set could not be primed due to blockage in the tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the sample was received for device evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection revealed a full insertion at the level of the junction chamber-bushing- tube on the unit. A functional testing was performed; the liquid did not flow through the junction chamber-bushing- tube and the administered solution was blocked. The cause of the reported issue was determined to be improper method requirements. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.